Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" inratio: 1.9, lab: 3.2, inratio: 3.0, lab: 2.3. Improper collection for inratio was used; nurse drew venous blood and took sample from tube instead of using fingerstick. Proper technique was discussed with customer.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio meter= 3.0 inr. Reference = 2.3 inr. Mean= 2.65. Confidence limits= 1.7-3.8. The mean of the inratio meter and comparitive system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio meter= 1.9 inr. Reference= 3.2 inr. Mean= 2.55. Confidence limits= 1.6-3.4. The mean of the inratio meter and comparitive system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of 01/06/2010, 22 discrepant results complaints were reported for lot #216973 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted.